Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display and cracked battery cap from the insulin pump. The customer's blood glucose level was 365 mg/dl. The customer stated that she received a blank display after a battery change last night. The customer stated that the pump had aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer will be sent a replacement battery cap.